Event description:
During follow-up, the device was found in back-up vvi and no communication was possible. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Throughout analysis, device had no problem being interrogated. Device image revealed backup operation occurred due to checksum error consisting of multiple bits flipped on page 06 of product code pr11.6. After downloading product code pr12.0, analysis performed in nominal settings did not indicate any anomaly other than voltage being at eri level. The implant duration was 12.94 years, which exceeded the device's 11.13 year projected longevity, and is considered normal battery depletion. Nominal settings were used during the device analysis and it¿s higher than the field settings.